Manufacturer narrative:
The system and materials have been designed and tested to ensure that the possibility of a fire occurring is very remote. Although there was no injury that occurred due to this malfunction, there is the possibility that if it were to recur, a negative impact to other equipment and/or materials in the room (i.e. Compressed gas tanks, flammable materials, ect.) Could result in harm to the patient/user. This report is being sent as a notification.

Event description:
During installation, the system did not power up and smoke started coming from the rear panel near the on/off switch.